Manufacturer narrative:
Correction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial number (B)(4) showed that the ins had reduced capacity due to overdischarge. Analysis determined that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to 1 overdischarge. The ins had no telemetry and no output when it was received for analysis. A normal recharge started after 1 physician mode recharge (pmrs). After recharging, there was good stable output from the ins and it passed the final functional test on the automated test console. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2016 and the battery was charged to 4.020 volts. On (B)(6) 2016 the battery had depleted to the "lock" mode. Subsequently, the battery depleted to an over discharged state prior to being received for analysis. Other applicable components are: product ID 977a260 serial# (B)(4)implanted: (B)(6) 2015 explanted: (B)(6) 2017 product type lead product ID 977a260 serial# (B)(4)implanted: (B)(6) 2015 explanted: (B)(6) 2017 product type lead product ID 97791 serial # unknown product type accessory product ID 97791 serial# unknown: product type accessory product ID 97754 serial# (B)(4) product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) via the manufacturer's representative (rep) reported the patient had sustained falls and was non-compliant with recharging the device due to forgetfulness. The patient had multiple sclerosis (ms), and they needed to keep the stimulator charged due to the need for ongoing MRI. It was unknown what led to the event. The patient stated he could not turn it on. Diagnostics or troubleshooting were to be decided. A trickle charge would occur with a device reset. At the time of the report, the issue was not resolved. No surgical intervention occurred and it was unknown if any was planned. Relevant medical history included spinal pain. Additional information received from a manufacturing representative indicated that the patient elected to have their device explanted due to non-compliance with recharging and the need for frequent mris due to their ms diagnosis. The patient recovered from their explant without sequela. No further complications were reported.